Event description:
An optometrist reported a case of recurrent corneal erosion, observed on a pt's right eye two months post lasik procedure. Pt was noted to have had a bandage contact lens removed, continued with artificial tear drops; as well as, ophthalmic ointment at bedtime. Pt was additionally educated on slow healing process. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).